Event description:
A caller reported intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the occlusion events by administering smaller bolus amounts and, if necessary, changing the infusion set and cartridge. Subsequently, a replacement pump was sent to the customer.